Event description:
The customer reported as soon as it's switched on, the screen goes dark. There was no reported patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.